Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken conductor wire at the idler pulley. The instrument failed the electrical continuity test. Additional observation not reported by site: the instrument was found to have thermal damage at the bottom of the monopolar yaw pulley and the idler pulley. The instrument failed the electrical continuity test. Common causes of broken instrument conductor wire - monopolar are attributed to conductor wire management issues and component susceptibility to damage through external collisions, during use, or during reprocessing which can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. Common causes of the failure mode thermal damage instrument monopolar yaw pulley are primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
Refer to h11 for follow-up information.